Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Six (6) devices were received for evaluation; 6 events were confirmed during testing. Five (5) devices were found to be affected by motor corrosion. One (1) device was found to have a motor that was not communicating properly with the console. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.